Manufacturer narrative:
Device used in an environment not recommended.

Event description:
Devilbiss healthcare llc is the manufacturer of the product which is an oxygen concentrator. The device will not be returned to us for evaluation. We are trying to arrange for off-site evaluation. The service provider that reported the event to us advised that the device was not the cause of the injury or the damage to their knowledge. The report indicated that the patient was smoking in the bed and caused a fire. His roommate spotted the fire and pulled the patient from the bed. The patient was alive and had no visible burn marks. The patient died after he was pulled from the bed. Coroner stated he felt the patient died due to a heart attack. So no autopsy was performed. The owner's manual and device were clearly marked with the warning "no smoking" -danger no smoking near patient or device.